Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 400cc saline prosthesis experienced right sided deflation, right sided paresthesia, and left sided breast pain post procedure. The patient is having burning sensation and pain. As a result, an explant was performed on (B)(6) 2022. The right sided issues were reported initially under 1645337-2022-14336 on (B)(6) 2022. On december 1, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information was received on december 30, 2022. Replacement with mentor memorygel xtra breast implant was performed with explant. The patient had associated bilateral ptosis in addition to the issues listed previously. The impacted product was received by the failure analysis lab on january 3, 2023. The investigation of the returned device was completed by the failure analysis lab on january 6, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).